Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between april 17, 2024 ¿ april 18, 2024. H11: the actual device was not available; however, ten (10) companion samples and a photo sample were received for evaluation. A visual inspection of the photo sample was performed, and leakage from the port was observed. Functional testing using tap water was performed on two (2) random samples, and no leaks were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port; at least one (1) bag had the middle port completely fall out. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.